Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was involved in a motor vehicle accident and following the accident began to experience painful stimulation in his jaw which prevented him from sleeping comfortably. The patient was given pain medication that did not resolve the pain. The patient reported the pain to be unbearable and went to the emergency room where the generator settings were not adjusted due to the risk of increases seizures. The patient's neurologist performed x-rays of the device and reported that the x-rays appeared normal and the diagnostics were within normal limits. The patient underwent generator replacement due to the adverse events that followed from the car accident and due to their jaw tingling. The neurologist indicated that the diagnostics were within normal limits. The suspect product has not been received to date. Multiple attempts were made to obtain additional information however, further relevant information has been received to date.

Event description:
The patient's generator was received by the manufacturer; however, product analysis has not been completed to date. The patient reported that their pain after their car accident had gotten progressively worse and the patient believed their eye was being stimulated. The patient reported that their jaw pain prevented them from eating solid foods and that the neurologist lowered vns settings and the pain resolved. The physician reported that the patient's reported sleep disturbances were not related to the vns. The neurologist reported that the patient's painful stimulation and jaw tingling resolved after output current was lowered. The physician indicated that the patient was referred for replacement for patient comfort. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem. Corrected data: previous supplemental report inadvertently did not include adverse events related to MRI due to the adverse events previously not being related to the explant procedure. Event problem cds patient codes. Corrected data. Patient codes related to the MRI scan adverse events inadvertently not included in previous supplemental MDR. (B)(4).

Event description:
Incoming information from the patient's neurologist indicated that the patient's generator would stimulate in an MRI scan; despite output currents being programmed off. The physician reported that the patient's referral for explant was related to patient comfort but that when the patient would get an MRI scan the device would stimulate and cause the patient pain. The physician stated that the patient's adverse events would cease during vns off times, unless they were having an MRI performed. The patient reportedly experienced stinging sensation in his right collar bone, intense stimulation across upper chest, eye fluttering, and pain at neck site during their MRI scan which reportedly contributed to the explant. The patient also reported having experienced tinnitus related to the MRI scan as well. Product analysis was completed on the explanted generator. The generator was received at end of service pulse disabled condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery during the device explant. This would not have effected the functionality of the device prior to explant. The generator's septum was not cored, which eliminated the possibility of potential unintended electrical current through body fluids. The generator's output signal was monitored for 24 hours in a simulated body environment and the generator showed no signs of variation in the output signal and diagnostics. A comprehensive electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted pulse disablement / end of service condition, likely due to exposure to electro-cautery, there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.